Event description:
While preparing a peripherally inserted central catheter PICC line the rn noted that the stylet insertion septum seal became detached from the catheter. The clinician noted that the clear poly septum housing was cracked rendering the catheter unusable. The clinician removed a second catheter with the same lot number and noted the same failure of a separated stylet septum. A third catheter was inspected with a different lot number and was successfully inserted into the patient. Both failed catheters was sequestered and sent to bme for analysis and reporting.======================manufacturer response for peripherally inserted central catheter PICC, l-cath (per site reporter).======================mfg requested return for evaluation and report.